Event description:
The customer was hospitalized for low blood glucose levels. Troubleshooting was performed and the bolus history revealed that the customer had given himself too much insulin.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this repot complete to the best of our knowledge.